Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the tip of the reciprocating saw attachment device broke while in use with the electric pen drive device was confirmed. An assessment was performed on the device which found that the lifting rod to be broken along the driving pins. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from japan that during an unspecified surgical procedure, it was observed that the tip of the reciprocating saw attachment device broke while in use with the electric pen drive device. The reporter stated that the electric pen drive device was functioning as intended. It was reported that there was no unusual force applied to the attachment device. According to the reporter, the surgeon believed that the inside of the attachment device was cracked. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgical procedure was completed. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.